Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported ongoing occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. The customer attempted to change pump supplies to resolve the issue but reverted to an alternate method of insulin therapy.